Event description:
It was reported that during a cryo ablation procedure, another manufacturer's guidewire was stuck in the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The 4fc12 sheath with lot number 0011274552 was returned and analyzed. Upon receipt, the guide wire was inserted into the dilator and through the valve. The guide wire was ribbed during retraction and was stuck inside the sheath. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.42 inches from the tip. The steering mechanism and deflection test revealed the sheath tip does not return to its original position due to the kink and twist on the shaft section close to the tip. In conclusion, the sheath failed the returned product inspection due to the shaft kink and twist. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.